Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 285 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. It was also found that the reservoir compartment is cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to complete functional testing due to the prime anomaly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.